Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2, na electrode, k electrode, and cl electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial calcium result was 6.1 mg/dl and the repeated result was 10.0 mg/dl. The initial na result was 102 mmol/l and the repeated result was 144 mmol/l. The initial k result was 2.95 mmol/l and the repeated result was 4.28 mmol/l. The initial cl result was 72 mmol/l and the repeated result was 103 mmol/l. The sample was repeated due to the initial results being marked as critical in the customer's system. The repeated results were obtained on another module and were believed to be correct.

Manufacturer narrative:
The calcium reagent lot number is 80978301 with an expiration date of 30-sep-2025. The na electrode lot number is ayly8. The k electrode lot number is anb49. The cl electrode lot number is bbp20. The field service representative replaced valves and cleaned the vacuum pump lines. Qc passed without issues. The investigation is ongoing.